Event description:
"Tunnel cath was being used during the procedure when a small piece of silicone broke off in the leg. It is unable to be detected via x-ray. The dr. Went in via scope and cannot find the piece. Roughly 20mls of bleeding took place as a result to locate the tip through creating new tunnels. The proceduralist noted that the patient had a contracture of the knee releated to a previous knee surgery. She stated the when tunneling it is done anatomically and is deep in the artery in the leg during the procedure. She also noted that she could feel rubbing of the metal rod against the knee joint/contracture when tunneling back and forth. What was the original intended procedure: fem-pop bypass. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;" as reported.

Manufacturer narrative:
The tunneler sheath and bullet tip were not returned for further analysis and no additional information was available from the reporting institution. Review of the design, manufacturing batch record, and technical documentation found no non-conformities. Inspection of product from the current production lot indicate that the tunneler sheaths and bullet tips meet specifications and perform as intended. Based on the information provided, force was applied to the side of the tunneler against the contracture and the assembly was reversed during the procedure, both of which could result in the bullet tip being broken or dislodged. The product IFU cautions the user that care must be taken to ensure the bullet tip does not become dislodged during the tunneling procedure.